Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 25.8-25.9 cm and 45.2-46.0 cm from the connector pin, both breaching the outer insulation and exposing the outer coil, consistent with lead friction to another device or feature of the heart. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.